Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was intermittently oversensing low amplitude noise resulting in inappropriate episodes. In addition, rate/sense impedance measurements were low at 218 ohms. The physician also reported that inhibition of pacing was observed due to the oversensing.